Manufacturer narrative:
Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient underwent a revision breast augmentation with a 400cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional based on the patient¿s symptoms on (B)(6) 2021. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient¿s symptoms were improved after the revision surgery.